Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. Supplemental will be filed when the evaluation is complete. MDR related to this event: 2029214-2017-00159, 2029214-2017-00160. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the right distal middle cerebral artery (mca) arteriovenous malformation (avm) with onyx, the apollo catheter was alleged to have been leaking onyx proximal to the detachment zone. This occurred upon the initial injection of the onyx into the mca territory. There were no pauses or waiting. There was no resistance when the onyx was injected. The onyx material was not seen exiting the catheter tip. The anatomy was normal. Access vessel was the internal carotid artery (5mm diameter). No patient injury was reported. The procedure was stopped and the patient was taken for surgery to treat the avm.

Manufacturer narrative:
The microcatheter was returned for analysis, as received, embolic residue was found within the microcatheter hub. The distal outer tubing material of the catheter body was noted to have a ¿cut¿. Embolic residue was found within the cut. No embolic residue was noted in the distal end. An in-house mandrel was inserted into the distal end, but became stuck at ~0.5cm from the distal end. The microcatheter was pressurized with water and was found occluded. Based on the analysis and reported information, the event was confirmed as the microcatheter body was found to be damaged. However, we cannot definitively determine the cause of the damage. The ¿cut¿ may have occurred during preparation by the user or during the manufacturing process. The lot history record showed no discrepancies that might have contributed to the reported experience. Microcatheters are 100% inspected for damages and irregularities during manufacture. Final production inspection verifies that there are no protruding coils, bubbles, protruding/exposed braids, damaged/cut pebax, joint separations and are 100% leak tested.